Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address - (B)(6). H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Under water pressure test was performed and no leak was observed. Functional test including self-test and priming was performed and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.